Manufacturer narrative:
Correction b5: update quantity to three (3) units (previously reported as two). Additional information was received for h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink duo-vent secondary medication sets leaked out of the open vent which resulted in a reduced dosage to the patient. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date since june 2023. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.